Manufacturer narrative:
The device was not returned to olympus for inspection. The absence of the device has limited the investigation into the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited blackout during procedure. There were no reports of patient harm and procedure was completed with a backup device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/10/2025.